Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, labeling, applicable manufacturing records, x-ray analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked catheter was inconclusive due to the sample condition. An x-ray image was provided for evaluation. The upper arm and torso region with single inserted catheter were seen in the image. The catheter appeared bent or kinked in the arm section of the x-ray, near the proximal section of the catheter. The image was forwarded to a radiologist consultant for further review. As per the radiologist, ¿I can not tell if there is a kink at the insertion of the catheter into the arm because overlap of catheter can also give this appearance.¿ as it was unclear in the x-ray if there was a kink at the insertion site or if it was due to the overlap of the catheter, the complaint cannot be confirmed at this time. The IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ and ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen.¿

Event description:
It was reported the PICC was inserted 9/10; on 9/15 it was replaced due to catheter malposition.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reer3501 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC was inserted (B)(6); on (B)(6) it was replaced due to catheter malposition.